Manufacturer narrative:
Investigation description: the complaint was duplicated. Alert 38 was annunciated after multiple attempts of dry leadscrew runs to prime and rewind leadscrew. Engineering logs were downloaded, reviewed and added to the files section. Logs confirmed the alert 38 during patient use. The device was opened and inspected. Upon inspection of interior components, improper assembly of the leadscrew was found; leadscrew was assembled with two acetal washers instead of one.

Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿unable to proceed¿ alerts following a rewind, persisted after multiple restarts, and a dry run attempt, consistent with consecutive stalled motor behavior of the insulin delivery mechanism. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention or change in therapy beyond device replacement logistics. Investigation included review of complaint history and troubleshooting with user. Investigation of this case revealed a suspected pump motor stall affecting insulin delivery functionality. It was concluded that the device performance was inconsistent with expected operation and replacement was initiated while the original device is pending return for evaluation.